Event description:
Caller reported potential (B)(6) urine hcg results on pss hcg urine cassette vs ultrasound or home pregnancy test result. Pt was found to be (B)(6) pregnant. Pregnancy was confirmed by ultrasound or home pregnancy test (method not defined by caller). No further pt info provided.

Manufacturer narrative:
Investigation pending.